Event description:
It was reported that the patient passed away. The cause of death is unknown at this time. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.